Event description:
It was reported during a meniscus repair using a fast-fix 360 reverse curved, a simultaneous deployment occurred when the deployment knob was depressed to deploy t1, t2. The procedure was completed with another fast-fix 360.

Manufacturer narrative:
Initial reporter; international phone number (B)(6). Evaluation of returned device revealed that the actuator rod was in the t2 predeployment position and the implant was visually evaluated at 10 x with an eye loupe. No issues were identified with the implant that can be identified to have contributed the event and the complaint mode cannot be confirmed. (B)(4).